Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. ·labeling: we have confirmed that the inspection method for event 1 is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 endoscope inspection". We have confirmed that the inspection method for event 2 is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the flex deflectable videoscope objective lens adhesive was peeling off and exhibited an error 218 (scope failure). There was no patient involvement.